Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing is detached. The likely cause of failure could not be determined. It was also noted wear on the gear wheel's teeth, the laser markings are fading, the knuckle's thread and the housing nut's thread have been damaged during the disassembling of the device, due to a misplaced ball. B3: date of event notification:05.09.2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
Correction:h3: product analysis: evaluation determined that the distal bearing is detached. The likely cause of failure is input and output shaft worn. It was also noted wear on the gear wheel's teeth, the laser markings are fading, the knuckle's thread and the housing nut's thread have been damaged during the disassembling of the device, due to a misplaced ball. B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received stating that detached bearings were found during evaluation.